Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that upon opening the inner and outer packaging for an 8fr dilator, the package allegedly contained a 6.5 fr. Dilator. There was no patient contact.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found in the review to indicate there was a manufacturing related cause for this event. Investigation summary: one lot sample for a powerport m.r.I. Isp implantable port with 8 fr s/l polyurethane catheter kit along with one electronic photo were returned for review. A visual and dimensional evaluation was performed with the sample. It was noted that the sheath t-handle was labeled as 6.5 f. The packaging label was evaluated and noted the sheath as an 8 f. Based on the photo review, the label lists one airguard valved introducer, peal-apart sheath noted as 8f which matched the received packaging. Additional evaluation performed by the manufacturing site confirmed the sheath size mismatch. Therefore, one lot sample can be confirmed for incorrect component. However, the investigation is inconclusive regarding the original sample as it was not available for evaluation. Per the manufacturing site's investigation, the root cause has been determined to be manufacturing-related. Further details can be found in the rap/CAPA documents created. The rap/CAPA will address all appropriate corrective/preventive actions. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate.

Event description:
It was reported that upon opening the inner and outer packaging for an 8fr dilator, the package allegedly contained a 6.5 fr. Dilator. There was no patient contact.